Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria (B)(4).

Event description:
A risk manager reported a patient's left eye presented at one day post lasik with symptoms of transient light sensitivity syndrome(tlss) which was reported to be unusual/rare for one day post. The light sensitivity has persisted with the addition of gel drops and steroids at bedtime. At two month follow up, the tlss was not resolved and the patient experienced a myopic shift with good correctability. The recent addition of a glaucoma medication has helped significantly, although this case has not resolved completely. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).